Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: none. It was reported that during preparation while taking the device out of the package, the physician noticed that the stent was already deployed a few millimeters. A second xpert stent was used to complete the procedure. The customer reported there was no patient involvement.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.